Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was explanted and replaced due to early recommended replacement time (rrt) and the left ventricular (lv) lead had high thresholds. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead 2009-(B)(6); 419488 implantable pacing lead 2010-(B)(6), (B)(4).